Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was not working like the old device. Patient stated that they have to push on their stomach to be able to urinate and cough to get the urine to come out. Patient also stated that when they get up to go to the bathroom, they drizzle a little few drops and then they go back to lay down and after some minutes they notice that they didn't empty out the bladder. Patient mentioned that they were handicapped and in a wheelchair, so they have to transfer to their wheelchair to the commode and then transferred back to the wheelchair and then back to their bed. Patient said that it was a big harassment because they have the urge to pee again and it's letting them know that they didn't empty out. Patient also stated that they had a lot blood clots coming out of the incision, patient mentioned they had this for the 3 first days after the surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.